Event description:
It was reported that when the patient was seen for a routine check, the pacing lead impedance and r-waves showed a decrease. No capture was observed. X-ray confirmed that the lead perforated the heart. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.